Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by a tm the screen looks frosted like there is a film across the image (don¿t worry I didn¿t leave the protection cover on) but it is so frosted that you cannot see your needle tip until it¿s inside the vessel, no matter the filter, contrast or depth. It doesn¿t happen always, but often therefore I know it¿s not a probe issue. An exact number of occurrences was not provided by the complainant.